Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation would be necessary. The recipient will be monitored by the clinic.

Event description:
The user's hearing performance with the device is affected. The user reported static noise and intermittencies especially with jaw movements. Static noise was reduced with programming. External parts were checked. As per latest information received, the user reported that her intermittency and sound quality issues were resolved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.